Manufacturer narrative:
The returned device was evaluated and after investigation no tears or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. The timing or cause of this damage could not be determined. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours the pod had been leaking. The patients reported blood glucose level was 291 mg/dl. As treatment, the patient applied a new pod and a correction was performed.